Manufacturer narrative:
Medtronic received the following information from a journal article entitled; outcomes of endovascular stent graft repair for penetrating aortic ulcers with or without intramural hematoma jiang x, pan t, zou l, chen b, jiang j, shi y, ma t, lin c, guo d, xu x, yang j, shi z, zhu t, dong z, fu w journal of vascular surgery. 2021 may;73(5):1541-1548. Doi: 10.1016/j.jvs.2020.10.022. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft and non mdt stent graft were implanted in a patient in the endovascular treatment of a penetrating aortic ulcer (pau) and intramural hematoma on an unknown date. It was reported 84 months later the patient had chest pain and was diagnosed with a distal stent-induced new entry (sine) tear. The patient underwent another tevar procedure. No cause was reported. No additional clinical sequelae were provided and the patient is fine.